Event description:
A report was received that the patient was unable to charge due to her ipg being flipped. The patient underwent pocket revision and was doing well post-operatively. The patient confirmed that she successfully charge following the procedure.

Event description:
A report was received that the patient was unable to charge due to her ipg being flipped. The patient underwent pocket revision and was doing well post-operatively. The patient confirmed that she successfully charge following the procedure.